Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the right ventricular lead exhibited noise which inhibited pacing. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and was in stable condition post surgery.